Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed repairs. No definitive root cause for the misaligned camera was determined for the reported incident. The fe made adjustments to the gel camera and captured a new reference image. There has been no report of further problems.

Event description:
The customer reported that the ortho provue analyzer did not interpret positive reactivity in the anti-b microtube of an mts a/b/d monoclonal and reverse grouping card. A false negative result in forward typing may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of abo imcompatible blood with risk of death up to 10%. The analyzer posted a condition code indicating a discrepancy between the forward and reverse groups of the mts a/b/d monoclonal and reverse grouping card, preventing erroneous test results from being released.